Event description:
String detach from tampons [device breakage]. Case narrative: consumer reported via e-mail that the tampon string detached. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.